Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and found an abnormal aspiration alarm. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer adjusted the sample probes. He performed qc and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer confirmed the glucose qc was acceptable. The patient's initial result was not reported outside the laboratory. Due to the low result, the customer performed repeat testing on a different cobas 8000 c 702 module. At 9:25, the patient's initial glucose result was 12 mg/dl. At 9:51, the patient's repeat glucose result was 83 mg/dl. The customer determined the repeat result was correct. The glucose reagent lot number was 551266 with an expiration date requested but not provided.